Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the bands were adhered together. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6) block h2 (additional information): block b5 (describe event or problem), d7a (sud reprocessed and reused?), h6 (device codes) and h8 (usage of device) updated based on additional information received on (B)(6) 2021. Block h6: medical device problem code a050501 for the reportable issue of bands were adhered together and "failed to be deployed one by one". Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that only the handle assembly was returned with the device. It was noted that trip wire was not secured in the handle assembly when received, it was rolled in the handle assembly and was kinked. The suture was in a good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event of failure to deploy could not be confirmed. The ligator head was not returned for analysis. However, a labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have caused the trip wire to slip through the handle assembly and an inaccurate deployment of the bands. Additionally, the trip wire was found to be kinked. This could have been generated due to the manipulation of the device or the technique used during the procedure/preparation of the device. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6) , 2021. During the procedure, the bands were adhered together. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on (B)(6) 2021** it was reported that the bands were attempted to be deployed; however, they "failed to be deployed one by one".